Event description:
Reporter alleged obtaining the results of 442 mg/dl, 283 mg/dl and 101 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she obtained the readings just after dinner time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.